Event description:
Medtronic received a report that a pipeline pushwire broke. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located on the r- para-opthalmic. The landing zone was 3.2mm distally and 4.8mm proximally. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure demonstrated a well-placed pipeline with aneurysm sac stasing. Dual antiplatelet therapy (dapt) was administered with the pru level being between 60 and 90. It was reported that a pipeline 5mm x 14 mm shield was prepared as per IFU and delivered to patients m1 (r). Device was unsheathed and failed to maximally open distally after 2 partial re-sheath attempts. The physician made the decision to remove the device and replace with a 475x14 shield. As the 5mm devices was being removed from the tuohy on the phenom 027 the device came out and the core wire separated from the tip coil as the device was removed. No stickiness or resistance was felt by the physician or 1st assist neuro ir tech. 475 x 14 mm pipeline was placed without incident and patient woke up intact , recovered and was discharged within 24 hours. There was damage to the pushwire, a break was observed. The tip coil detached, the broken segment was removed from the patient in 2 pieces from the phenom 027. There was no friction or difficulty during the process. The pipeline used for an indication that was not approved (off-label). All devices we prepared as indicated in the IFU. No patient complications were associated with this event. Ancillary devices include an aristotle 018 guidewire, phenom 027 micro catheter, 6f shuttle / phenom 045 guide catheter, 8f terumo sheath.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.